Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly taxus express2 batch # 6966764 found that the device met its material, assembly and product specs, at the time of release to distribution. The root cause cannot be determined.

Event description:
Clinical study same case as MFR# 6000089-2007-00578. It was reported that post index procedure, the pt had chest pain and a subsequent percutaneous coronary intervention (pci). The index procedure treated a de novo lesion in the proximal left anterior descending (lad) artery. The lesion was 3.5 mm wide, 15 mm long, and 85% stenosed. There was mild tortuosity. The physician predilated the lesion prior to placing a 3.5 x 20 mm taxus express2 stent, as well as 3.5 x 8 mm taxus express2 stent in overlapping fashion. Post dilatation stenosis was 0%. The pt rec'd angiomax, aspirin, and plavix during the procedure. The pt was discharged one day later on aspirin and plavix. On day 611, the pt presented with chest pain. An angiogram was performed the next day, but no intervention proceeded. The physician recommended medical therapy for chest pain. No mi occured, per the site. The event resolved the following day. This event happened during the 1 yr f/u phase, and the site wasn't aware of it until the 2 yr f/u appointment.